Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had pulseless electrical activity arrest with low flow alarms that progression to hypotension intubation/cardiopulmonary resuscitation initiated and the patient gained consciousness post epinephrine pushes as well. Log files were sent for review, and unfortunately, the events only went back to the morning of (B)(6) 2025 so there was nothing to comment on for (B)(6) 2025. There were quite a few pulsatility index (pi) events noted on (B)(6) 2025 which took up most of the data space. The ventricular assist device (vad) and peripheral equipment were functioning as intended. The system controller periodic log for that time frame showed the flows were on the low side between 3.3 liters per minute (lpm) and 2.5 lpm on (B)(6) 2025 @0218 through 0418.

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected section h6: health effect - clinical code and medical device problem code corrected. Manufacturer¿s investigation conclusion: review of the submitted log files did not confirm the reported low flow alarms. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. The file did not contain events from the reported event date of 05apr2025. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.